Event description:
A site representative, registered nurse (rn), reported that while in a functional endoscopic sinus surgery (fess), the surgeon failed tracer registration within synergy ent. The 3d model appeared as expected, the patient tracker was in the correct position in the software. In trouble-shooting, a medtronic representative made recommendations for proper tracer technique, after which, the surgeon successfully registered the patient using tracer registration and verified accuracy without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the registered nurse (rn) reporting from the site. Software investigation completed. Findings are this was a use error; after the technique was explained the surgeon traced successfully and proceeded to a successful completion. Software is functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No issues identified.